Manufacturer narrative:
Additional information: on november 23, 2020, mentor became aware that the patient actually underwent device removal on (B)(6) 2020. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on (B)(6) 2020, mentor became aware of the patient's ethnicity, date of birth, date of event, age at time of event and explantation date. The patient also experienced headaches, joint pain and breathing problems. This report is for the patient's left-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune disorder. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast surgery with 600cc mentor memorygel breast implants and experienced several unexplained systemic symptoms, including rheumatoid arthritis and an unspecified autoimmune problem. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral device removal on an unspecified date. This report is for the patient's left-sided device.